Event description:
It was reported that the device would not turn on. When plugged in to a power source the screen turned on and displayed battery level at 65%.

Manufacturer narrative:
The device has been received for evaluation, however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.